Event description:
Pt was placed on the table for cardiac cath procedure. When pt sat on the table at first a crack was heard. Pt laid down on table. Table cracked into and pt and top part of table landed on x-ray tube. No injuries sustained.